Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed a high defibrillation impedance alert along with oversensing resulting in inappropriate shock noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and externalization was noted on the rv lead. On (B)(6) 2025, the physician capped and replaced the right ventricular (rv) lead. Additionally, the right atrial (ra) and left ventricular (lv) leads were capped and replaced during this procedure due to an unknown reason. There were no patient consequences, and the patient was recovering.

Manufacturer narrative:
Correction: upon review, the right atrial (ra) lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.